Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and a cut in the tubing located approximately 2¿ from connector was noted. Functional testing performed included leak testing, clear passage test, and clamp function test. All functional testing performed was acceptable. Leak testing noted leak from cut in last fill line tubing. The reported condition was verified. The cause was determined to be use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing was leaking from a hole approximately 4 cm below the patient connector during prime of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. The customer reported that there were cuts in the packaging as well and suspected that the boxes were opened improperly. There was no patient injury or medical intervention reported. No additional information is available.